Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was admitted to clinic and was externally defibrillated which successfully terminated the vt. Few moments later, patient suffered a polymorphic vt leading to vf according to the clinic. Patient had earlier suffered acute myocardial infarction and was experiencing chest pain while running on the day of arrhythmia. Physician suspected undersensing of vf. Review of session records revealed that the patient had around three hours of continuous vt and then there was non-sustained vt episode. When vt started, qrs complexes decreased and became wide and were over-sensed leading to device binning. Vt was successfully terminated by external defibrillation. Patient suffered brain damage following the event and was transferred to another clinic. Extent of brain damage was unclear. Later, the patient was discharged after recovery. Physician has not yet decided any further action.